Event description:
The customer reported via phone call that there was damage to the insulin pump. Customer stated the insulin pump was dropped three months ago, causing a crack by the reservoir compartment. The customer later called back to report that the plastic piece on the side of the reservoir was missing. The customer stated the reservoir was falling out from the due to the missing plastic piece. The customer's blood glucose was 200 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip, a missing end cap sticker and a missing reservoir tube seal.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.